Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a patient that has multi-vessel coronary artery disease. The allstar guide wire crossed the lesion in the mildly tortuous obtuse marginal artery successfully without resistance felt. After successful stenting of the lesion and after post-dilatation was performed, the tip of the allstar guide wire was observed on angiography to have separated in the anatomy. There was no reported resistance felt during retraction of the guide wire from the anatomy and it was confirmed that the stent implant was not deployed over the guide wire tip. Attempts to retrieve the separated piece of guide wire during the procedure failed; however, the patient underwent another procedure on (B)(6) 2016 during which the guide wire tip was successfully retrieved using a snare device. The patient is reported to be well post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.